Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Upon inspection, fse noticed excessive dust covering the sensor and identified that one corner of the cover was not seating flush properly. Fse cleaned dust from the sensor area and reinstalled the cover correctly. Fse powered system back on and console completed self start with no obstruction message displayed. Fse moved viewer through full range of motion and confirmed all ergo functions were operating properly. Fse power cycled system three times and no messages were displayed. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an informational message appeared on a second console at startup instructing the user to remove an obstruction in the viewer. Technical support reviewed available system logs during the call and found no errors associated with the message. The customer then performed a hard reboot of the console and confirmed there were no physical obstructions to the viewer at startup, but the condition did not change and the customer proceeded with the planned procedure. There was no report of patient involvement or reported injury.